Event description:
Patient received 2 shocks due to noise on rv lead. 3 shocks also aborted, patient presented in ER and will most likely have a lead revision. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.